Event description:
It was reported that the patient underwent a bilateral knee revision procedure on (B)(6) 2009 where biomet product was implanted. A subsequent revision was performed on (B)(6) 2013 due to the femoral screw being loose in the joint space after it had backed out.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a conclusion as to the cause of the event.